Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery was not working properly. The power module alerted with red battery hazard symbol. The power module was connected to main power without interruption. The battery was disconnected and reconnected but the alarm persisted. The battery would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery hazard symbol could not be confirmed with the returned power module backup battery (serial # (B)(6). The sla battery was connected to the laboratory equipment, which was accepted for charge and was able to fully charge. The ac power was disconnected, and the system operated at 12,000 rpm. The backup battery was able to operate the system until a red battery alarm became active approximately 38 minutes later. The sla battery passed labeling requirement of approximate runtime of 30 minute. The reported alarm was unable to be reproduced with the returned product. The device history record could not be reviewed. The 12v sla battery is manufactured by the supplier. Power module IFU rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under ¿powering the system¿, a warning description relating to the power module backup battery ¿ensure that the backup battery is connected prior to initial use and after the power module is shipped for service or maintenance. The power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The power module ships with the backup battery disconnected. The battery must be connected prior to initial use. If the power module backup battery is not connected, the backup power source does not work.¿ no further information was provided. The manufacturer is closing the file on this event.